Event description:
A (B)(6) old female pt contacted zoll lifecor customer support to report that her monitor was not working. She reported that the response buttons were not lighting up. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) is currently underway. The reported problem (charger not charging batteries) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery charger.